Event description:
It was reported that there was early battery depletion. It was also reported that there were high rv (right ventricular thresholds since shortly after implant. According to the physician, the patient fell down the stairs shortly after implant and it was then that the high thresholds were noticed. The device was explanted and replaced. The pace/sense portion of the rv lead was capped, a new pace/sense lead was implanted, and the defibrillation portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419688, lead, implanted: (B)(6) 2011; 1688tc, competitor lead, implanted: (B)(6) 2011.